Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: it was reported that there are insects stuck in the sealing part of the c180j. Follow up performed to better identify location of insects. Based on response received: it is not in the product packaging, but in the sealing area. No patient harm.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo and one physical sample were provided to our quality team for investigation. Through visual inspection, an insect is observed within the packaging. Upon further evaluation, it was identified the insect is embedded within the film of the packaging. The film is provided by an external supplier and incoming inspections are performed according to procedure, no issue related to this incident were identified during the inspections performed for the reported lot. A device history review was performed for the reported lot 2409210, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Retained samples of lot 2409210 were used for additional evaluation. All product was inspected, no foreign matter or embedded material was identified. Based on our team's investigation, it was determined this incident occurred as a result of the supplier's manufacturing process. We have notified the supplier of this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.